Manufacturer narrative:
Received opened sample in the original unit packaging. Visual inspection noted that the drainage eye appeared to be missing on the returned sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter has the irrigation eye only and is missing the drainage eye. The catheter was placed in the patients bladder and when irrigation was attempted no fluid was returned. The catheter was removed and only one opening was found in the catheter. The catheter was replaced and the procedure was completed.